Event description:
It was reported that the pt experienced hematuria after open heart surgery. Pt was on anticoagulant. Hematuria noticed when returned from or to cvicu. The pt had to remain catheterized due to significant hematuria.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unk; therefore, the device history record could not reviewed. (B)(4).